Event description:
A pt experienced moderate pain & light sensitivity, right eye, associated with use of solocare aquify multipurpose lens care solution and use of an unspecified brand of contact lenses requiring hourly administration of medication initially & possible hospitalization. The treating eye care practitioner reported corneal ulcer, right eye, outside visual axis with 1 (2mm) infiltrate, no anterior chamber reaction, no discharge. Treatment consisted of topical antibiotics & steroids. Event resolved with no report of hospitalization and no reduction in visual acuity. The eye care practitioner reported event was due to contact lens over wear & is not thought to be solution related. Request was made for return of complaint device. No further info is available.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." Chemical analysis of the solocare aqua/aquify lot 48209 retain samples met the stability specifications for all parameters tested. A sterility check of the cvsm retain samples revealed no growth after 14 days incubation.